Event description:
It was reported that the patient experienced electromagnetic interference in their work environment that led to 60hz oversensing producing two non-sustained tachycardia episodes with their implantable cardioverter defibrillator (ICD). No therapies were delivered. Follow-up with the patient's clinic indicated no device concerns, no changes were made to device programming, and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.